Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was replaced with a new model. Effective stimulation was restored postoperatively thus resolving the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with their patient programmer after previous surgery(date unknown). Troubleshooting to resolve the issue was unsuccessful. Follow-up revealed after further investigation, the ipg was confirmed inoperable. The next course of action is undetermined at this time.